Event description:
Complainant alleged that while treating a pt the device auto-discharged energy to the pt. The clinician stated he saw the pt jump; however, it could not be confirmed if it was this device or the pt's implanted pacemaker. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.